Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the nurse at the facility, during the procedure, the plastic ring around the peg tube migrated into the fatty tissue of the abdomen. The complainant stated "there was no faulty equipment." The procedure was completed with this device. It was reported there was no harm to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact weight is unknown. However, the patient was noted to not be obese. (B)(4) - portion of peg moved into fatty tissue. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
On september 20, 2010 the following updated event description was obtained: it was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, while passing the guidewire through the trocar the patient, who was very obese, took a deep breath, and the trocar got sucked into fatty tissue inside the stomach. The physician tried to retrieve the plastic portion with a snare; however, he was not successful. The physician managed to remove the top portion of the trocar; however, the white plastic portion remains in the patient. The physician did not feel it was necessary to take the patient into surgery to retrieve it. The physician completed the procedure with this device. The patient's condition is reported to be fine.

Manufacturer narrative:
Patient's exact weight is unknown. However, the patient was noted to be obese. (B)(4).